Manufacturer narrative:
Evaluation summary: the field age is approximately 25 months. The frequency of use is unknown. It is unknown whether the surgical technique was followed when impacting the acetabular shell into the acetabulum. One or a combination of the following factors may have contributed to the experience observed: the device may have been used w/o an adapter, which may have led to high stress on the bolt threads; insufficient thread engagement during impaction may have led to high stress on the bolt threads; off-axis impaction of the device coupled with sufficient or insufficient thread engagement may have led to high stress on the bolt threads. Given the information provided, a definitive cause for the experience observed cannot be determined with certainty. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
It was reported that upon impaction of the cup within the acetabulum, the inserter became loose. It was noticed that the inserter threads were fractured and the tip of the inserter remained inside the cup. The cup was removed and replaced.